Event description:
Info received indicates the bed will not move due to fluid on the power supply board which also shorted the logic board.

Manufacturer narrative:
The technician replaced the power supply and logic boards to repair the bed.